Event description:
It was reported that the patient underwent a water vapor therapy procedure, and a catheter was placed. After seven months the catheter was removed, and three week later the patient reports a diminution in the ejaculation volume. No further information was available.